Event description:
It was reported that during the procedure, the fiber broke in half. The procedure was completed using another fiber. The device is not expected to be returned, as it was disposed of by the customer. There were no patient complications.